Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Device will not be returned.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller tested 4.2 inr on the coaguchek xs system while a comparison lab returned as 3.1 inr. Patient's coumadin dose was reduced based on the lab result. No adverse event reported. Requested return of suspect strips and replacement was sent.